Event description:
The device was removed due to "connector tube between implant and pump has been broken". As reported to co, the entire device was removed and replaced with another co's 3-piece inflatable penile prosthesis.

Manufacturer narrative:
During a review of the initial medwatch report, originally submitted on 2/12/97, it was discovered that the implant/explant date(s) had been reported incorrectly (please see sections b4; d7,8; g7; h2,10). With regard to the explant date provided by the physician/surgeons office; the month and year were given, however, no specific day was cited. A returned questionnaire indicated that a specific leakage site was observed, "between cylinder and pump tube." No other abnormalities were noted with the device or in the pt's medical history. The pump, both cylinders and the reservoir were received by the MFR. During functional testing no leakage site was detected with the pump, the cylinders, or the reservoir. General observation and microscopic examination of the device was performed. On the tubing of cylinder #2, six portions of monofilament were exposed through the outer layer of tubing. The inner layer of tubing was not noticeably separated. As noted above, no leaks were detected with this area. Based on the received info and qa's evaluation, qa can not confirm the reported leak between the cylinder and pump.